Manufacturer narrative:
Root cause: potential alteration of staining in this case was due to improper operation of the syringe (pn: 992641) and stopcock (pn: 992640). The problem was solved by field service engineer with replacement of the parts. Following the replacement, the instrument was fully operational within specifications, without errors and available for the user. Failure mode description: following a syringe (pn: 992641) and stopcock (pn: 992640) malfunction or if the part stops working; the resulting failure modes could occur. Drip diluting reagents on slide or probe leak altering aspiration/dispense. These failure modes have the potential to alter staining.

Event description:
Customer complaint record reported the event as follows: leakage at probe after stopcock purge. No direct or indirect patient harm or user harm have been reported.